Event description:
MFR received a report alleging that a pt's head was caught between the matress and rails of a bed. Pt received a bump on the forehead and a scratch on her foot. Medical attention was not required. No malfunction has been alleged.